Event description:
Procedure type: gastrectomy. According to the reporter: during surgery, the nurse noticed the number of needles used did not match what was left in the package. They were not sure if the package contained one extra needle or if four needles were missing somewhere. The pt was x-rayed and it was confirmed that no needles were left inside of the pt. Based on the results, there was nothing left in the cavity, they assumed that there had been 6 needles in the package. Or time was extended more than 30 minutes to x-ray the pt. No further pt details were made available.